Manufacturer narrative:
It was reported that the foley catheter was inserted without issue. When inflating foley balloon with kit provided flush the foley balloon not successfully inflated and "popped while inflating inside of patient". An additional foley catheter was attempted to be inserted. The patient complained of pain and some bleeding. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Balloon ruptured.